Manufacturer narrative:
(B)(4). Additional MDR reports were filed for this event, please see associated report: 0002648920 - 2021 - 00399; 0002648920 - 2021 - 00400. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Radiographs identified the following: increased lateral inclination of the acetabular cup noted on the ap view, which can predispose to dislocation. No radiographic signs of loosening. No further evaluation could be performed with the radiographs provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00630505032, lot: 61456682, liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells. Part: 00801803201, lot: 61530661, femoral head sterile product do not resterilize 12/14 taper. Part: 00-7845-011-00, lot: 61272909, por fem st 11x130mm collarless. Part: 00-6200-054-20, lot: 61439174, trilogy fm acet shl 54 od univ. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01785, 0001822565-2021-01786.

Event description:
It was reported patient underwent a revision procedure 11 years post-implantation due to stem loosening and dislocation. All implants were revised. Attempts to obtain additional information have been made; however, no more is available.